Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 460 mg/dl. Customer stated that he was attempting to change the battery and he has a blank display. Customer has not treated yet. Customer stated that he does not have a back-up plan. Troubleshooting was performed and the display returned. Customer was advised to monitor the insulin pump. Customer received a battery out limit alarm. Customer stated that the pump was stored or not in use for an extended period of time. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.